Event description:
I had saline breast implants. I had them removed. They caused me serious pain and health problems. Here's my symptoms. Brain fog, muscle and joint pain, blurry/double vision, insomnia, shortness of breath, numbness in head, arms and legs, lymph nodes swelling, trouble swallowing, heartburn, dark circles under eyes, puffy face, no concentration, weird tastes in mouth, pain in left breast, numbness in left breast, irritability/mood swings, loss of libido, weight gain, chronic fatigue, frequently urinating/bladder always irritated, no energy, nausea, dizzy, constant thirst, dry skin, flashes, neck pain, back pain, fevers and chills, hot sweats, sensitivity to lights/sun, constant headaches, anxiety attacks, heart palpitations, swelling (on right side of face for over 2 years), swollen hands and feet, tingling in arms and head/face, cuts that aren't healing, nose bleeds, can't taste most foods, enlarged tonsils, swollen tongue, static shocks, jolts of electricity through my body when I try to sleep at night, nervousness, sinus infections/sinus surgery, ear infections, low body temp, severe depression (suicidal thoughts daily). After removal of my breast implants, I started to regain my health.